Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and had difficulty charging. Inadequate stimulation was also noted. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was relocated to the right abdomen and a new lead was added. The patient was doing well postoperatively.